Manufacturer narrative:
One cardiomems delivery system catheter with tethered sensor were received for return. The visual inspection of the length of the catheter showed prominent kinking consistent with damage during use.. There were no abnormalities observed with the hub of the catheter. The tethering pattern was correct when verified against cs-001163 rev. P (per op-600504 rev. Am step 8.3.4). The sensor showed no gross damage during the visual inspection. The guidewire was not returned and could not be investigated for contribution to event. The investigation was unable to determine the root cause of the event description. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The angiogram confirmed perforation location was a vessel in the left pulmonary artery. The patient was discharged (B)(6) 2023.

Event description:
During cardiomems implant, the patient experienced hemoptysis just as the cardiomems delivery system was being inserted through the sheath. The procedure was abandoned. The patient was elevated and stabilized using suction. Oxygen was administered and the patient was held overnight for observation. An angiogram was performed and confirmed perforation. The physician reported they believe the cause of the hemoptysis was the guidewire and reported that the patient's left pulmonary artery was difficult to wire down into.